Event description:
Initial result for a patient sodium was 122 mmol/l. When repeated, the result was 145 mmol/l. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.